Event description:
During implantation of the drn00v model intraocular lens (iol), an optic defect was noted. The doctor stated that patients have been happy with their vision, but he can¿t have these issues. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: . Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information ¿ photo device evaluation: no suspect product was received; however, a photo was provided in the cp file. The photo displayed the suspect lens inside the patient's eye. Damage on the edge of the lens was observed. Due to no product received, no further evaluation could be performed. Based on previous clinical advice, due to the location and characteristics of the mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.